Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer via phone call that the insulin pump alarmed with no motor movement or negligible movement. Retries to free a stuck motor failed. The customer's blood glucose level was 120 mg/dl at the time of the incident. The customer stated the insulin pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the pump. Advised insulin pump will be replaced. It was unknown if auto mode was active during the event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received pump error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Device tested outside the device and received pump error 38 at rewind.